Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the complaint description field for more information regarding the specific circumstances of this event. Additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and exhibited noise, oversensing and pacing inhibition of less than two seconds on the right ventricular channel. Troubleshooting options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and exhibited noise, oversensing and pacing inhibition of less than two seconds on the right ventricular channel. Troubleshooting options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.